Manufacturer narrative:
Investigation of this complaint found that peloris ii rapid tissue processor serial number (B)(4) functioned as designed between (B)(6) 2022 during execution of the "factory 12hr xylene standard" protocol started in retort b at 17:40pm (B)(6) 2022, the "factory 12hr xylene standard" protocol started in retort a at 17:34pm on (B)(6) 2022 and the "factory 2hr xylene standard" protocol started in retort b at 09:42am on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant is considered to be use of a protocol of inappropriate duration for the types/sizes of the patient tissue samples being processed. The information provided by the complainant details that the affected patient tissue samples were "endoscopic and gi polyp" with sizes of "2 x 2 x 2 mm the largest polyp measured up to 10mm", which were processed in the protocols detailed above. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "we are experiencing issues relating to processing on peloris (B)(4). This has been identified by nuclear bubbling on cases processed on this machine, there is a wax/xylene/residue at the bottom of the retort when the schedule has completed and the machine appears to make grinding noise." The complainant documented that: "the cases affected were bowel cancer screening cases which involve the removal of all polyps. The patients therefore could not be re biopsied. Diagnosis was made by the experience and expertise of the pathologist only", the affected patient tissue samples were not re-processed, the tissue types of the affected patient samples were "endoscopic and gi polyp" and the sizes of the affected patient tissue samples were 2 x 2 x 2mm, with the largest polyp measuring up to 10mm. The complainant also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the following processing runs: a 12 hour protocol comprising 186 cassettes, which started at 17:55pm on 16 february in retort a and completed at 06:30am on (B)(6) 2022, a 12 hour protocol comprising 105 cassettes, which started at 17:55pm on (B)(6) in retort a and completed at 06:30am on (B)(6) 2022 and a two (2) hour protocol comprising 14 cassettes, which started in retort b at 23:55pm on (B)(6) 2022 and completed at 02:12am on (B)(6) 2022. The complainant further documented that: "tissue biopsies processed on processor (B)(4) on a 12 hour schedule on the (B)(6) 2022 have the appearance of being adequately processed macroscopically. Microscopically nuclear detail is obstructed- nuclear bubbling. Diagnosis was only achieved due to the experience and skill of pathologist. Tissues processed on (B)(6) 2022 on a 2 hour schedule did not process adequately. There was an appearance of beads on the cassettes after the schedule had completed. The inside of the retort contained a residue of a wax like substance but with a more liquid appearance and texture. The tissue did not impregnate into the wax and the biopsies had a crisp like texture." A leica field service engineer (fse) visited the customer site on (B)(6) 2022 to assess the operation and function of the instrument and documented the following: "...they said the tissue that was effected [sic] was the 12 hour protocols between the (B)(6). They did not notice any tissue damage until the pathologist came back to them when looking at the samples under a microscope. They also said that a 2 hour run on retort b on the (B)(6) had brittle tissue which they noticed when it was taken off the unit...when questioning the customer they seem to think it's ok with the larger tissue on these runs but seems to effect the smaller tissue. They mentioned the smaller tissue goes in the top baskets in the runs. The most obvious thought is they are putting too small samples on the 12 hour runs, but when I mentioned this to the customer they said they'd processed this way for years with no problems." The fse conducted system verification tests, for which all results were satisfactory. On 24 february 2022, leica biosystems received information from the senior biomedical scientist histopathology at the (B)(6) foundation trust that a diagnostic report had been submitted for all the patient cases involved in this event, re-biopsy of a patient(s) had not been either recommended or performed and there was no indirect harm to any patient(s) due to the circumstances involved in this complaint.

Manufacturer narrative:
Correction: "death" was selected in error in section b2. This section should have been left blank as there was no adverse outcome to any patient(s) attributed to this product problem.